Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: na, v40head, +4, 40 mm; cat# unk; lot# unk. Na, accolade stem; cat# unk ; lot# unk. Na, trident cup; cat# unk; lot# unk. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
Hip revision for pain. Head and insert exchanged.